Event description:
It was reported the pt was no longer receiving effective stimulation. A sjm representative conducted a thorough programming session with the pt. After programming, the pt was receiving effective stimulation on the top of his feet. The representative was unable to capture stimulation for the bottom of the pt's feet. Pt was given new programs to evaluated and report back to sjm representative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.